Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. The review of the provided patient files showed low ventricular impedance values since at least (B)(6) 2025, with several values below 200 ohms. On (B)(6) 2025, an episode was recorded with a flat ventricular egm and low pacing amplitudes during ventricular pacing (vp), indicating absence of effective ventricular capture. Subsequent episodes showed ventricular oversensing, leading to intermittent loss of pacing. Analysis of the returned lead revealed electrical impedance measurements lower than expected along the lead body, suggestive of an insulation failure between the two electrical lines (inner and outer coil). After removing the inner tube from the lead body, an alteration was identified on the proximal section between 385 mm and 394 mm from the connector pin. This damage resulted in a short circuit between the two electrical conductors, which correlates with the electrical malfunctions observed clinically. The investigation results are retained and used for trending purposes. Please refer to the attached report.

Event description:
Reportedly, the patient came to the hospital for an MRI. During the follow-up pre-MRI the physician noticed a problem on rv lead with high threshold and non-physiological noise observed on the ventricular channel.

Event description:
Reportedly, the patient came to the hospital for an MRI. During the follow-up pre-MRI the physician noticed a problem on rv lead with high threshold and non-physiological noise observed on the ventricular channel.